Event description:
As reported by the equinoxe shoulder study, during an initial shoulder replacement surgery, the lesser tuberosity fractured intra-operatively. A standard stem was used. The proximal aspect was cemented with a napkin ring. The outcome is considered to be continuing.

Manufacturer narrative:
D10: 300-01-12 - equinoxe humeral stem primary press fit 12mm (B)(6), 315-35-00 - glnd kwire (B)(6), 315-35-00 - glnd kwire (B)(6), 320-06-42 - glenosphere 42mm (B)(6), 320-15-03 - rs glenoid plate l post aug, 8 deg, left (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6), 321-52-07 - 3.2mm drill bit sterile (B)(6), 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack (B)(6), 322-10-00 - humeral adapter tray, +0 (B)(6), 322-42-00 - 145-deg pe 42mm hum liner +0 (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile (B)(6), (B)(6) - gps implant kit v2 06000125001. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.